Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to malalignment; stiffness. Revision njr number: (B)(4), side: r, primary asa: p2-mild disease not incapacitating.

Manufacturer narrative:
Updated section d lot number.